Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/14/2020 additional information: d10 h3 evaluation: evaluation of representative samples: two unopened samples of product code vcpb841, lot qc2act were returned for analysis. The product code is control release and required eight strands per packet. During the visual inspection of the samples, no defects were found on the packages. The samples were opened and contains eight strands per packet. The swage and attachment area of needles were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle was found and the reported complaint could not be verified. Evaluation of actual sample: a failed suture needle, labeled was submitted for fractographic evaluation. The component was identified as product code. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: procedure name: posterior lumbar interbody fusion during a surgery of spinal canal stenosis, the product was used on the fascia. The operation time was extended within 30 minutes. It was reported:""they found that there was a suture whose needle had not been detached"" please clarify: is the needle retained in the patient? No. The needle with the suture was found outside of the patient's body. Is there a scheduled: could not understand what ""scheduled"" meant. How many devices failed in this procedure? The sales rep reported 1 device. How was case completed? =>no further information is available. Are there any plans to perform a second medical/surgical intervention to remove the needle from the patient? =>no. The needle was not retained inside the patient's body. Original voc: the suture could not be detached from the needle during use. Corrected voc: the needle was broken at the swage part during use. A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion procedure on (B)(6) 2020 for spinal canal stenosis; and a suture was used. During the procedure, the needle broke at the swage part during use on the fascia. It was a control release needle. There were no adverse patient consequences reported. Additional information was requested.